Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that in (B)(6) 2019 the patient saw their healthcare provider and stated that the implant was ¿off x1 month and no changes on or off.¿ the patient desired removal and ¿only issue slow stream, discomfort pelvis. No frequency, noct x1, no incontinence.¿ on (B)(6) 2019 the implant was removed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a patient they were having possible sexual side effects from the device that was used to stimulate their bladder due to urine retention and years of cystitis. The patient reported they were considering having it removed as they were very frustrated. They requested somebody contact them to discuss sexual and other bizarre side effects they were experiencing. Additional information was received from the consumer on (B)(6) 2019. In response to the inquiry of when the patient first started experiencing the sexual side effects, other bizarre side effects the patient replied ¿mid (B)(6) 2019,¿ noting it was after the frequency of the device had been changed. In response to the inquiry of what steps had been taken to resolve the sexual side effects and other bizarre side effects the patient reported they were getting the device out on (B)(6) 2019. The patient also indicated they had changed hormones and they had seen several specialists, ect. There were no further complications reported.